Event description:
Philips received a complaint on the efficia dfm100 indicating it was failing the operational check. The bench technician evaluated the device and found no problems. The device passed testing. The device was received fully operational. No further action is required. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.